Event description:
Pt was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approximately 12 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.